Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. On (B)(6) 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.

Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound perception. In 2005, the pt was seen by a co rep for device evaluation. Testing performer confirmed that the device was non-functional. The decision was made to explant the device. The pt was reimplanted with another advanced bionics cochlear implant.